Event description:
It was observed that during the device evaluation, the subject device exhibited peeling of adhesive at the section between the distal end and the ultrasound probe. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the reported event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: excessive external force was applied to the position in question, and damage was accumulated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.